Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated. There are kinks on the hypotube 116cm and 125cm from the handle. There is a kink to the distal shaft 23.4cm from the tip. There is a flat spot on the distal shaft starting at approximately 2mm from the tip to approximately 9mm from the tip. The tip is slightly flattened. Microscopic inspection revealed no additional damages. There is blood on and in the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed that there are damages along the device which can potentially cause difficulty to cross the lesion.

Event description:
Reportable based on device analysis completed on 01aug2019. It was reported that the device could not cross the lesion. A 145 guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable after the procedure. However, device analysis revealed that the collar is separated.